Event description:
During evaluation of a returned homechoice machine, an overfill situation was identified in the event log in '08 during drain cycle 1. Per the log, the patient's ultrafiltration reading was 644ml indicating the home patient (hp) drained 644ml more than their programmed fill volume of 1600ml. The nurse was contacted by baxter. The evaluation result of overfill detected was reported. The nurse stated that the patient did not experience any symptoms of fullness or discomfort associated with the incident. No patient injury or medical intervention was associated with the incident per the nurse.

Manufacturer narrative:
Evaluation summary: homechoice cycler unit 14093 was evaluated in the product analysis lab. Based on the event log data the evaluation has determined that the probable cause of the overfill to be insufficient drain/false empty detect and use error: initial drain alarm setting inappropriately programmed (too low). The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the reported difficulty.